Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter; product ID ne u_ptm_prog, serial # unknown, product type programmer, patient.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
It was reported that the personal therapy manager (ptm) refill date was not accurate. The patient was issued a ptm after pump implant, but the hcp did not program the ptm dosing right away. The hcp programmed the ptm dosing on the day prior to this report, but when the ptm was turned on it was showing a low reservoir date of (B)(6) 2013. The physician programmer showed a low reservoir alarm date of (B)(6) 2014. After decoupling and recoupling the ptm, it showed a low reservoir alarm date of (B)(6) 2014.